Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a valve buzzing loud on the cooler heater unit. The unit still functioned. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(4) 2014: according to perfusionist (ccp), there were no functional issues with the unit, but the noise was loud enough that ccp had difficulty hearing the cardiovascular (cv) surgeon. The ccp elected to change out the cooler heater unit during cpb. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) replaced the defective valve in the cooler heater unit and the unit operated to manufacturer specifications and was returned to clinical use. The suspect valve was discarded after the repair. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.